Event description:
It was reported by service report that the removable foot section broke off the bed.

Manufacturer narrative:
Investigation is on-going; a follow-up report will be submitted with results.